Event description:
A homecare facility in (B)(6) reported to the distributor that a pt sustained 3 "burn-like" marks on the chest when an allegiance breathing circuit (p/n 10333-504) initially connected to a hc500 respiratory humidifier came off the humidifier and had melted. Examination of the hc500 performed by the distributor did not provide a temperature display on start-up but browsing the back menu indicated a recorded set temperature of 45 degrees celsius. It was further reported that the pt had been using the allegiance breathing circuit for a weeks and at the time of the incident, had a pillow propped between the arm and chest, covering the circuit. The pt did not require any medical intervention or medication. MFR 9611451-2008-00364.